Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump battery was not holding its charge. The battery has short reuntime. This was identified before use. There was no patient involvement and no injury reported.

Manufacturer narrative:
Updated fields: b4, g1- contact person at mfg site, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse found that console was not seated in cart properly. Reseated console and charging resumed as it should. No other issues noted. Performed complete cardiosave calibration, functionality, and electrical safety checks to manufacturer specifications. Product passed all checks.

Event description:
N/a.